Event description:
It was reported that during the procedure, after advancing a non-abbott guide wire into the anatomy, a 2.25x15 trek rx balloon dilatation catheter was advanced without resistance over the non-abbott guide wire, into a non-abbott sheath, to a moderately calcified, eccentric, 99% stenosed, de novo lesion in the heavily tortuous distal right coronary artery. The trek rx balloon was inflated to 8 atmospheres (atm) for 15 seconds, using a non-abbott inflation device. During the second inflation, the balloon ruptured at 8 atm after holding pressure for 1 to 2 seconds. The trek rx was withdrawn from the anatomy without resistance. Pre-dilatation was completed using a 2.0x15 non-abbott balloon, followed by placement of a 2.5x20 non-abbott stent, then stent post-dilatation using a 2.5x15 nc trek balloon dilatation catheter. There were no adverse patient effects and no clinically significant delay in completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation and the reported rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.